Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 298 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.